Event description:
Boston scientific received information that fault code 1003 was noted on this device. This device was explanted and replaced. The device will be returned for analysis. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). Upon return and analysis this investigation will be updated.

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Code 1003 was confirmed to have been recorded. External visual inspection of the device noted no anomalies. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery voltage was lower than expected, but still supported full device function. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to a low-voltage capacitor connected to the device¿s battery. This capacitor is used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Diminished performance of this capacitor resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.

Manufacturer narrative:
(B)(4).